Manufacturer narrative:
Patient information was not provided. A medtronic representative visited the site. He confirmed that the collimators would not initialize. He adjusted the collimators as they were mechanically stuck. System was back to normal operation after adjustment, but the collimators were replaced anyways. Analysis of suspect collimator as follows: confirmed reported problem "error initializing collimator". When collimator was installed in the test oarm system, "error initializing collimator" was displayed on the pendant. Received homing error on the dmc terminal. Visual inspection revealed pulley spring was stretched out and off the track. Oarm booted normally, once pulley was put on the track. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the o-arm system showed a collimator initialization error on the pendant and the system could not proceed with normal function. This occurred during a spinal fusion surgery. A delay of less than an hour occurred to retrieve a c-arm which was used instead. No impact to patient.